Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was activated (B)(6) 2014 and that since that time patient's speech understanding and sound awareness have drastically decreased and she no longer receives benefit. In situ testing showed normal and stable impedances. A CT scan revealed the electrode has migrated, though a full insertion was achieved at implantation. The patient was re-fitted and satisfied. Further info received on 10/18/2014, indicated that 4 electrode channels are extra-cochlear and switched off and that the patient's performance continues to decline.